Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-20005. It was reported that the patient presented in hospital with muscle stimulation and heart rate in the 40s. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. Fluoroscopy confirmed migration of the pacemaker (pm) and lead dislodgement. The patient exhibited twiddler¿s syndrome and had manipulated the device and leads, the rv lead had pulled back in the device pocket. The lead was explanted and replaced on (B)(6) 2021. The patient was stable.